Manufacturer narrative:
The patient's attorney did not allege a specific device failure and no medical records have been provided. With the limited information available at this time, an assessment can not be made in regards to the events as alleged by the patient's attorney. Should additional information be provided, a supplemental MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to make a correction to the lot number and to document the manufacturing review. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: this is an addendum to the previously emdr submitted. This supplemental emdr is submitted to report additional information found in medical records provided. Based on the available information, no conclusion can be made. Per the medical records, post implant of perfix plugs (device #1 and device #2), the patient was diagnosed with recurrent hernia, adhesions and underwent repair with ventralight st mesh and removal of old meshes (device #1 and device #2). Adhesion and hernia recurrence are known inherent risks of surgery and listed in adverse reactions section of the instructions-for-use supplied with the device, as possible complications. This supplemental emdr represents the perfix plug (device #2). An additional emdr was submitted for the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia and was implanted with a bard/davol perfix plug to repair the hernia defect. The attorney for the patient alleges that the patient has suffered and will continue to suffer physical pain and has suffered serious bodily injury which necessitated medical intervention. It is further alleged that the device failed to treat the condition for which it was implanted. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia and underwent open repair with perfix plug. Per the operative report details, ¿dissected the umbilicus off the fascia and dissected the hernia free. We then reduced it fully, placed a medium perfix plug (device #1) into position and sutured¿. (B)(6) 2011 - patient was diagnosed with ventral hernia and underwent open repair with large perfix plug. Per the operative report details, ¿we dissected down to the hernia and a large perfix plug (device #2) was sutured.¿ (note, there was no mention of device #1 during this procedure). (B)(6) 2016 - patient was diagnosed with ventral hernia and epigastric abdominal pain and underwent laparoscopic repair with ventralight st. As per the op-notes, ¿there were copious amounts of adhesions between the prior mesh and the omentum as well as the small bowel. We spent about an hour taking down these adhesions. Ultimately, we excised the mesh in the superior hernia completely; and we need to cover about a 7-8 cm area that included the small hernia, as well as 2 cm hernia that was incarcerated. In addition, she did have an umbilical hernia where mesh was excised and hernia superior to this epigastric hernia, and the meshoma was excised and therefore we felt it would be best to cover all these hernia defects. We closed the hernia defect with suture and placed ventralight st mesh (device #3).¿ attorney alleges adhesions, bowel/intestinal obstruction, pain, hernia recurrence, infection, emotional injuries, constant nausea, fatigue and headaches.

Manufacturer narrative:
The patient's attorney did not allege a specific device failure and no medical records have been provided. With the limited information available at this time, an assessment can not be made in regards to the events as alleged by the patient's attorney. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia and was implanted with a bard/davol perfix plug to repair the hernia defect. The attorney for the patient alleges that the patient has suffered and will continue to suffer physical pain and has suffered serious bodily injury which necessitated medical intervention. It is further alleged that the device failed to treat the condition for which it was implanted.

Manufacturer narrative:
This is an addendum to the initial MDR to make a correction to the lot number and to document the manufacturing review. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.